Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that intuitive motion was not being experienced due to a broken pitch cable. The pitch cable was broken at the wrist. The cable segment that contains the crimp was still installed in the clevis. The clevis did not exhibit any damage or wear marks. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci si surgical procedure, the customer noted the tips of the mega suture cut needle driver instrument were not moving. No patient harm, adverse outcome or injury was reported.